Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: a review of the pump¿s black box data revealed no cartridge detected and loss of prime warnings due to zero force. During the load cartridge step, the pump failed to detect the cartridge. The force sensor calibration did not measure within specifications. The pump was opened and one of the pins on the force sensor flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.